Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-09. H6: investigation summary: customer returned (13) loose 1/2cc, 8mm, 31g syringes in a shelf carton from lot # 9273262. Customer states that there were air bubbles in the syringe which caused consumer to adjust the dose which caused hypoglycemia. All returned syringes were tested and all were able to draw and expel properly without any observed defects. A review of the device history record was completed for batch# 9273262. All inspections and challenges were performed per the applicable operations qc specifications. There were eight (8) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported htat a syringe 0.5ml 31ga 8mm ufii 10bag 500cs had a loose plunger during use. The following was reported by the initial reporter: "it was reported that there was air bubbles in the syringe which caused consumer to adjust the dose which caused hypoglycemia. Verbatim: from phone call on (B)(6) 2021, 12:13:58: consumer using bd syringes for many years with novolin n and novolin r. Mixes insulin. Does not inject air into vial. With a lot of syringes in the 50 years of using syringes, gets a air bubble on the stopper that results in not getting his full dose. He tries to adjust the dose for the air bubble. That has resulted in him calling 911 with a hypoglycemic reaction in the past and not from this box.. Call trans to bd com with updates please see case file and pir for updates. Item 328468, lot # 9273262, event date several times, unknown. Sample status awaiting sample dc. Information from email copied and pasted below: sent: tuesday, (B)(6) 2021 11:07 am. Coninuous, intermittent issue. There is an air bubble at the top of the plunger when drawing insulin that is very difficult to remove. Many syringes will work fine, but many will also have this issue. To compensate for the airbuble, the customer will draw slightly more. This has caused him to become hypoglycemic. He believes this is an issue with the sealing of the rubber plunger. To compensate for the airbuble, the customer will draw slightly more. This has caused him to become hypoglycemic. Lot: 9273262.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9273262. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-09-30. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported htat a syringe 0.5ml 31ga 8mm ufii 10bag 500cs had a loose plunger during use. The following was reported by the initial reporter: "it was reported that there was air bubbles in the syringe which caused consumer to adjust the dose which caused hypoglycemia. Verbatim: from phone call on (B)(6) 2021 12:13:58: consumer using bd syringes for many years with novolin n and novolin r. Mixes insulin. Does not inject air into vial. With a lot of syringes in the 50 years of using syringes, gets a air bubble on the stopper that results in not getting his full dose. He tries to adjust the dose for the air bubble. That has resulted in him calling 911 with a hypoglycemic reaction in the past and not from this box. Call trans to bd com with updates please see case file and pir for updates. Item 328468 lot # 9273262 & unknown lot # event date several times .. Unknown. Sample status awaiting sample dc. Information from email copied and pasted below: sent: (B)(6) 2021 11:07 am coninuous, intermittent issue. There is an air bubble at the top of the plunger when drawing insulin that is very difficult to remove. Many syringes will work fine, but many will also have this issue. To compensate for the airbuble, the customer will draw slightly more. This has caused him to become hypoglycemic. He believes this is an issue with the sealing of the rubber plunger. To compensate for the airbuble, the customer will draw slightly more. This has caused him to become hypoglycemic. Lot: 9273262.